Event description:
It was reported that the right atrial lead had been pulled back into the superior vena cava (svc) due to patient manipulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.